Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 29 mg/dl at the time of the incident. The customer overcalculated carbs the night before the incident. The customer was given juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also complained about sensor predictive alarms waking them at night. The insulin pump will not be returned for analysis.